Manufacturer narrative:
PMA/510(k) number: this device is classified as import for export, therefore 510k is not applicable. The manufacture reviewed the complaint and notified the user that condition like this complaint case occur when silicon oil is not properly applied to the valves. DHR cannot be performed since a lot number was not provided. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax accessories air/water feeding valve been very sticky. In the event reported, it was stated the a/ir/water feeding valve have been very "sticky", and that it is impacting his procedures. He finds that he is having to remove them each time during procedures and dip them in water to have them not be stuck in a "down" position. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: although the cause was investigated, the reason why it could not be used could not be identified. The assumed cause is deterioration of the o-ring due to silicone oil.